Event description:
A malfunction alarm was reported on a customer's pump, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.